Event description:
The third coil stretched. During coil embolization within a non-calcified/tortuous 7x8mm aneurysm, two orbit coils were placed without difficulty. During placement of third obrit coil, the coil stretched. This coil was removed and another orbit coil with the same microcatheter (prowler 14) used to complete the procedure. There was no adverse effect to the patient. Reportedly, the coil was withdrawn into the microcatheter without difficulty. During placement 30% of the coil was out of the microcatheter. There was no resistance when the coil was repositioned/withdrawn. Continuous flush was maintained within the microcatheter. Prior to use the microcatheter was re-shaped using a mandrel. The coil was not out of the microcatheter when the microcatheter was being repositioned. The product has been returned for evaluation and testing, but the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.